Event description:
A malfunction alarm was reported, identified as a 4t alert. There was no reported impact to the customer¿s blood glucose level. A profile was created to perform a cartridge test, which was completed successfully, and a replacement pump with a new serial number was arranged for return by the distributor.